Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of two (2) samples (one used contamination without packaging, and one used in original packaging) were provided for evaluation. Both samples were visually evaluated, and no defects were observed. Thereafter, the contaminated sample was decontaminated, and functional leakage tested, and leakage was found at the distal bonded joint where the tubing connects to the space pump segment. During further manipulation to determine the cause of the defect, the tubing detached from the space pump segment. Additionally, the unused sample was functional leakage tested, and no leakage was detected. Based on investigation findings, the used sample was not within internal specification; therefore, the reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the manual solvent application process of the product. The operator applied insufficient solvent on the tubing during the bonding process. Although our training procedures ensure that our employees are properly trained in their areas of responsibility, an oversight on the operator's part can be attributed to an incident of this nature. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: during therapy blood leaked from inside pump while infusing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.